Event description:
It is reported that the lens was explanted due to refractive surprise. Report states that there was no injury to the patient.

Manufacturer narrative:
Evaluation of the returned lens found it to be covered with surface residue, not inconsistent with an explanted lens. Results showed the lens measure 13.5 d and is correct as labeled. Review of the manufacturing records for this lens found that it met all manufacturing specifications prior to release. While we were unable to determine the cause of this event, our investigation reasonably suggests it is not due to a manufacturing issue. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Evaluation pending. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted. Placeholder.